Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/5/2020. H.6. Investigation: one opened sample was returned from an unknown lot. No. Cat. No. Unknown. A clog test as per (B)(4) was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle was unable to deliver insulin/medication/unable or difficult to prime. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: needle (partially) blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle was unable to deliver insulin/medication/unable or difficult to prime. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: needle (partially) blocked.